Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer was sent out a replacement insulin pump.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, error test, displacement and basic occlusion tests. Unable to prime the pump during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The pump also had a cracked case at the display window corners, a cracked display window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.